Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on windows startup screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not booting due to operating system corruption. The customer was instructed to put the old hard drive back and gather more information. A field service engineer replaced the hard drive, staged a new hard drive for the dod site, tested the station, and completed the reimage to resolve the issue. The system functioned as intended after the field service engineer repaired the device.